Event description:
It was reported that the patient was experiencing dizziness for about one week and presented to the clinic because the patient felt the "lead was up too high under the skin." There was no skin break and no problem with the lead at the pocket site, however high impedance episode were noted on the right ventricular lead and a lead warning with polarity switch had occurred about six weeks prior. In-office isometrics also produced noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).